Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their chest was fluttering. The patient indicated that the ICD had not fired. The ICD remains in use. No further patient complications have been reported as a result of this event.